Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the insulin pump did not prime. Troubleshooting was performed. The customer stated that she changed the infusion set and the reservoir prior to her hospitalization when she noticed that her glucose level was going up and it did not resolve the issue. Ran a fixed prime test and the insulin exited. The time on the device was correct. The daily totals did not match to the boluses done for two days. No further info was provided.